Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1 - country, h2, h6, h11. It is unknown that the device was returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, and since it is unknown that the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no light in the endoscope. The issue was found during a procedure. There were no reports of patient harm.